Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly. Unable to perform functional testings due to blank display. Unit was received with corroded battery tube, moisture damaged motor assembly, cracked battery tube threads and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. Customer states they have cracks on their battery compartment. The insulin pump will be returned for analysis.